Manufacturer narrative:
The reported event was confirmed as the visual evaluation of the received ar-13999mff with batch 15176626 found that the jaw does not close completely. Functional testing with a needle (ar-13995n, batch 13941157) found no construction on the shaft. However, it was confirmed that the jaw did not close completely when the finger was pressed (see evaluation pictures 2 - 4). The most likely cause of the reported failure is wear and tear over repetitive usage. Further, the visual evaluation revealed that the handle and the tip have discoloration (see evaluation pictures 5 - 7).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic cuff repair surgery the jaws of the device would not close properly and would not capture the suture properly. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.